Event description:
It was reported that during a gastric bypass roux-n-y, the device was used to transect the proximal portion of the duodenum. After firing, the staple line was not present in the remaining portion of the duodenum. The surgeon completed by hand sewing the otomy closed. There is no consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.